Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative booted up the system and powered on the ups. The customer was instructed to leave the system plugged in to charge the battery. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.